Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 12. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and swelling. No further patient complications were reported.